Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the prograsp forceps was being used to expose and grasp tissue, when the instrument broke and the cables gave away, despite being used correctly. Ther were 3 remaining lives. There was a delay of less than 15 minutes. The procedure was completed with no reported injury.